Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen stemmed tibial component, catalog # 00598004701, lot # 60828091; nexgen prolong femoral component, catalog # 00596001551, lot # 60537769; nexgen all poly patella, catalog # 00597206535, lot # 60850929. (B)(6). Complaint sample was evaluated and the reported event was not confirmed. Examination of the returned device determined signs of wear on both inferior and superior side of the articular surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, loosening and damage of the prosthetic knee components are some of the known adverse of the tka procedure. However, without the opportunity to examine the other complaint product, root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00134.

Event description:
It was reported the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to tibial loosening. The customer requested an assessment of backside wear of the articular surface. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.